Manufacturer narrative:
Conclusion: the actual motor drive unit involved in this event was returned for evaluation. During the evaluation, the cpc connector was found to be misaligned, causing difficulties attaching the disposable, excessive noise, and vibration. Investigation found a bent motor assembly shaft, bent sub chassis, and a worn coupler.

Event description:
It was reported that a patient underwent a gynecological procedure in 2007. The disposable handpiece could not be properly connected to the motor drive unit and made a grinding noise when activated. The problem could not be corrected. Another motor drive unit was used with the original handpiece to successfully complete the case with no patient consequences.